Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The unit was sent to a covidien service center as a back to stock unit. Upon triage, service found that the unit has a damaged power cord and the wires are exposed. The wires pose a danger of electrical shock to the user.